Manufacturer narrative:
Imdrf device code a180104 captures the reportable event foreign material.

Event description:
It was reported that during the preparation for spaceoar vue placement procedure, black specks seemed inside the powder vial. The kit was disposed, and the procedure was completed with another device. There were no patient complications. The reporter stated that it was unknown the origin of the black specks.